Event description:
On (B)(4) 2018, we were made aware of a possible incident using the ipl handpiece on the spectrum laser. The user, (B)(6), claims that a patient was burned while using the ipl at a low setting.